Manufacturer narrative:
Product problem is no longer applicable to this event. Device codes: (B)(4) is no longer applicable to this event eval code- conlusion: fdc-92 is no longer applicable to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter, (B)(4) no longer applicable to this event. No longer applicable to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp). It was reported that the patient was discharged from hospital (B)(6) 2016 in withdrawals. The patient had withdrawal prior to the replacement on (B)(6) 2016. For actions/interventions to resolve the withdrawals, pump dose was increased and oral medications were given. The cause of the withdrawals was catheter issue; they had to titrate the dose after that. The patient was stable by (B)(6) 2016 visit . Patient's weight was (B)(6) on (B)(6) 2016. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was currently receiving baclofen [300.0 mcg/ml] at a dose of 60.04 mcg/day, morphine [12.0 mg/ml] at a dose of 2.402 mg/day via an implantable pump for non-malignant pain. It was noted that the patient had a pump since 2002 and had surgery three times to have the pump replaced. It was reported on (B)(6) 2017 that the patient had gone through withdrawals. It was indicated that it had all been resolved as it was a previous issue. It was stated that the patient went through a withdrawal before and experienced it before. It was indicated that the worst one (withdrawal) was when the pump was replaced and the catheter also had to be replaced (refer to manufacturer report #3007566237-2017-03373 for details pertaining to the replacement event). It was related that the patient was getting a higher dose but when the catheter was replaced they didn¿t¿ want to overdose the patient so they lowered the dose. It was stated that this was all an old issue that had been solved. Refer to manufacturer reports 3007566237-2014-00693 and 3004209178-2014-04347 for other previous reports of withdrawal events. No further complications were reported.